Manufacturer narrative:
A ge service rep performed an on site investigation. The printed circuit board was reset and the air filter was cleaned. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system's workstation had no response. No pt injury was reported.